Event description:
Customer reportedly rec'd results of 195 mg/dl and 96 mg/dl within 10 minutes on the aviva system. Later that day the customer rec'd results of hi (greater than 600 mg/dl) and 82 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.